Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 after receiving a missed sensor value. It was noted that the patient had given themselves several correction boluses with little response as the sensor was not working. The patient's blood glucose levels reached above 350 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, nausea, dizziness, pale skin, suffocation, hot and pain all over their body. The patient was treated with unknown medications for the vomiting, nausea and pain. In addition, the patient also received insulin and intravenous fluids. The pod was removed at the hospital, and the staff calibrated the sensor. The patient was released the following day 18 hours later on (B)(6) 2026.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The shelf mode current (smc) was measured to be within specifications. Review of the patient history buffer (phb) data indicated that the pod and continuous glucose monitor (cgm) were in communication with each other as the pod was receiving valid estimated glucose values (egvs). No problems were observed regarding the reported pod and cgm communication error. Lot release records were reviewed and the product lot met all acceptance criteria.